Event description:
Caller reported a tandem mobi cartridge alarm. Caller¿s blood glucose level was not adversely impacted, confirmed to be below 500 mg/dl. Caller experienced an active malfunction, leading to continued troubleshooting on another case issue.